Event description:
Report received of j retention wire fracture with protrusion through the outer polyurethane insulation. J wire fracture without protrusion previously reported on MDR 1723248-2008-00006 dated (B)(6)-2008.

Manufacturer narrative:
Entire form filled out by manufacturer.